Event description:
It was reported that when the patient pushed the "symptom" button on the patient activator, there were no lights or beep sound. The patient had felt a "symptom" in the chest. The patient activator will be returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that when the patient felt a symptom of the chest, the "symptom" button on the reveal patient activator was pressed, but no light came on and there was no sound. The activator was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the activator was analyzed and no anomalies were found.